Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged insulin pump for possible over delivery. Customer had two hypoglycemia events. Customer reported their blood glucose normally went as high as 13.0 mmo/l during lunch then will come down gradually. Customer was concerned because instead they saw a sharp drop down to 6.3 mmo/l. Customer had some juice to account for the low blood glucose. The second incident of low blood glucose was of 5.8 mmo/l before they tried to curtail it. Reservoir was showing less insulin than what was shown on the status screen. Based on customer report customer was not alleging delivery of insulin without user input. Customer was using insulin pump within 48 hours of reported low blood glucose. Reservoir will not be returned for analysis.